Manufacturer narrative:
Investigation results a wallflex biliary stent and delivery system was returned for analysis. Visual examination of the returned device found that the stent was fully mounted in the delivery system. In addition, the clear outer sheath was detached from the stainless steel tube and was kinked at the guidewire access port. The inner shaft was kinked and found to be exiting the guidewire access port. It was not possible to deploy the stent as received, but it was possible to manually deploy the stent. No other issues were noted with the device. The damages noted with the returned device were consistent with application of excessive force during attempted deployment. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary uncovered stent was to be used in the biliary duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, patient¿s anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician could not deploy the stent and it was noted that the outer sheath was broken. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Additional information received on (B)(6) 2016 - during the procedure, the physician had difficulty crossing the stent through the lesion.

Manufacturer narrative:
Updated with additional information received on november 28, 2016.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary uncovered stent was to be used in the biliary duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, patient¿s anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician could not deploy the stent and it was noted that the outer sheath was broken. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Additional information received on november 28, 2016: during the procedure, the physician had difficulty crossing the stent through the lesion.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary uncovered stent was to be used in the biliary duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, patient¿s anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician could not deploy the stent and it was noted that the outer sheath was broken. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.